Event description:
While going transseptal with a baylis nrg transseptal needle, a small pericardial effusion was identified by a transthoracic echocardiography. No biosense webster products were involved. The effusion did not need to be drained. After the event, the procedure continued as normal after the transseptal puncture was repeated. The patient survived the event and procedure. No other adverse events occurred. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).